Event description:
As reported by the (B)(4) study, a patient experienced a dissection during the index procedure. At the time of the index procedure, angiography revealed stenosis in the proximal and mid right coronary artery (rca) and proximal circumflex. The proximal circumflex lesion was 20mm in length, class a, de novo and 70% stenosed. The reference vessel was 2.25mm in diameter. The lesion was pre-dilated with a 2.5 x 12mm non-cordis balloon at 16atm and a 2.5 x 18mm cypher stent was implanted at 14atm. It was reported that an edge dissection occurred. According to the investigator, the dissection was related to the lesion and inadequate coverage of the lesion with the first stent, but not related to a problem with the stent. A 2.25 x 8mm cypher was implanted at 16atm distal to the initial stent and a 2.5 x 8mm cypher was implanted at 10atm proximal to the initial stent to treat the dissection. The stents were post-dilated with a 2.5 x 12mm balloon at 16atm per standard procedure. The mid rca lesion was described as 50mm in length, class c, de novo, and 90% stenosed. The reference vessel was 3.5mm in diameter. The lesion was pre-dilated with a 3.5 x 15mm balloon at 16atm and a 2.5 x 28mm cypher was implanted at 21atm. The stent was post-dilated with a 2.5 x 12mm balloon at 14atm per standard procedure. The proximal rca lesion was described as 20mm in length, class c, de novo and 90% stenosed. The reference vessel was 3.5mm in diameter. The lesion was pre-dilated with a 3.5 x 18mm balloon at 16atm and a 2.5 x 28mm cypher was implanted at 16atm. The stent was post dilated with a 3.5 x 15mm balloon at 16atm per standard procedure. The patient was discharged the following day. Post procedure cardiac enzymes were not done. According to the investigator, the dissection was related to the procedure and not the cypher stent.

Manufacturer narrative:
Complaint conclusion: as reported by the (B)(4) study, a patient experienced a dissection during the index procedure. This is a (B)(6) male with medical history including angina, hyperlipidemia, hypertension, cva / stroke, diabetes (type ii), and smoking (greater than 30 days). At the time of the index procedure, angiography revealed stenosis in the proximal and mid right coronary artery (rca) and proximal circumflex. The proximal circumflex lesion was 20mm in length, class a, de novo and 70% stenosed. The reference vessel was 2.25mm in diameter. The lesion was pre-dilated with a 2.5 x 12mm non-cordis balloon at 16atm and a 2.5 x 18mm cypher stent was implanted at 14atm. It was reported that an edge dissection occurred. According to the investigator the dissection was related to the lesion and inadequate coverage of the lesion with the first stent, but not related to a problem with the stent. A 2.25 x 8mm cypher was implanted at 16atm distal to the initial stent and a 2.5 x 8mm cypher was implanted at 10atm proximal to the initial stent to treat the dissection. The stents were post-dilated with a 2.5 x 12mm balloon at 16atm per standard procedure. The mid rca lesion was described as 50mm in length, class c, de novo, and 90% stenosed. The reference vessel was 3.5mm in diameter. The lesion was pre-dilated with a 3.5 x 15mm balloon at 16atm and a 2.5 x 28mm cypher was implanted at 21atm. The stent was post-dilated with a 2.5 x 12mm balloon at 14atm per standard procedure. The proximal rca lesion was described as 20mm in length, class c, de novo and 90% stenosed. The reference vessel was 3.5mm in diameter. The lesion was pre-dilated with a 3.5 x 18mm balloon at 16atm and a 2.5 x 28mm cypher was implanted at 16atm. The stent was post dilated with a 3.5 x 15mm balloon at 16atm per standard procedure. The patient was discharged the following day. Post procedure cardiac enzymes were not done. According to the investigator, the dissection was related to the procedure and not the cypher stent. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15104698 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. According to the investigator, the dissection was related to the procedure and not the cypher stent. Review of the information suggests that procedure, lesion and vessel factors may have contributed to the reported event.

Manufacturer narrative:
Concomitant medications included: hydrochlorothiazide 25mg daily since (B)(6) 2010; metformin 200mg daily since (B)(6) 2010; lipitor 20mg daily since (B)(6) 2010; lisinopril 40mg daily since (B)(6) 2010; tricor 145mg daily since (B)(6) 2010; aspirin 81mg since (B)(6) 2010; clopidogrel 75mg (start date unknown). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.